Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unk procedure, the device's packaging was damaged and sterility was compromised. Another device was used to start the procedure. There was no adverse consequence to the pt.